Manufacturer narrative:
I have examined the returned catheter, and can confirm that there is a small leak at the 12 cm marking. During flushing, the catheter ballooned out at the 28cm marking. I believe the hole may well have been caused on the back edge of the introducing needle, during the initial insertion attempt. However, to ensure that co knows for certain, in future, I would suggest gently flushing the catheter as soo as it is removed from the packaging, and after tightening the compression hut. If the catheter leaks then, it should not be used, but returned to me, for onward routing to vygon germany. The ballooning may have been caused by a back-up of blood in the catheter. I had to clear a 2" blockage of brownish substance which certainly looked like dried blood. Once cleared, it was still possible ot make the catheter balloon at that point. This could either have been a pre-existing area of weakness caused by flushing against the clot.

Event description:
During catheter placement a leak was seen at the 15cm marking and a bulge was seen at the 35cm marking.